Manufacturer narrative:
(B)(4). Batch # r5au2j. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number r5au2j, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a lung lobectomy, using pve35a, fired 2-3 times, and on 4th fire, the blade would not return. I instructed customer to used reverse button to return the blade, and it returned. I noticed the blade had traveled all the way to the end and fired all staples, so instructed the surgical technician to thoroughly was and clean the channel and anvil. After this completed, surgeon attempted another fire, and the device did the same thing. The knife traveled all the way to the end of the channel but would not return. Used the reverse function, and the knife returned. At that point, we opened a new device. The surgery was completed successfully. There was no delay in the surgery. There were no patient consequences.